Event description:
Pt developed chest pain - acute mi 13 days after cypher stent implanted via circumflex artery. The artery was reopened successfully using angiojet (artherectomy procedure) alone. No new stent placed. No ptca necessary.